Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a pocket revision procedure due to a hematoma. The implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.